Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18x1-1/2 rb experienced foreign matter in device cannula. The following information was provided by the initial reporter: we have recently received a complaint from a member of the public pertaining to "bd precisionglide 1 1/2 inch, 18g needles. The complainant was advising that a "needle" they had removed from undamaged packaging "to administer subcutaneous fluids" to their pet "was black" in appearance (whereas "the bevel is silver indicating the substance is not all the way through the needle"); when the product is rubbed against "a piece of white paper there is a grey residue that is deposited". The complainant additionally indicated that it had recently brought this matter to the attention of "the manufacturer in the us". She said she injected her cat before noticing the color of the needle.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 9193777. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10

Event description:
It was reported that the needle 18x1-1/2 rb experienced foreign matter in device cannula. The following information was provided by the initial reporter: we have recently received a complaint from a member of the public pertaining to "bd precisionglide 1 1/2 inch, 18g needles. The complainant was advising that a "needle" they had removed from undamaged packaging "to administer subcutaneous fluids" to their pet "was black" in appearance (whereas "the bevel is silver indicating the substance is not all the way through the needle"); when the product is rubbed against "a piece of white paper there is a grey residue that is deposited". The complainant additionally indicated that it had recently brought this matter to the attention of "the manufacturer in the us". She said she injected her cat before noticing the color of the needle.